Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files confirmed at least eight injections were performed with the balloon catheter, 2af284, lot 35925. No system notices or issues were recorded. No physical product was returned for analysis; a known clinical issue was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post cryo ablation procedure, the patient experienced a transient ischemic attack (tia). The patient was transferred to department of neuropathic internal medicine due to weakness of right upper extremities. Therefore hospitalization was extended two weeks, and medical intervention was performed. The patient recovered afterwards no further patient complications have been reported as a result of this event.